Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken in radius assessed, as surgical damage. Additional observations: observed, creases on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side "rupture". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.

Event description:
Healthcare professional reported right side "rupture." Device remains implanted.

Event description:
The device has been explanted.